Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. Investigation is still in progress.

Event description:
Description of event according to initial reporter: ivc filter placement was performed. There were blood clots in the area below the renal vein of the patient. Left jugular approach was selected. So as to place the filter in the infrarenal location, the sheath system of the complaint igtcfs-65-jp-jug-tulip was advanced till it almost reached the upper part of the blood clots. Then, the delivery system of it was advanced through the sheath and deployment of the filter was begun. However, although the sheath was withdrawn, the filter leg did not expand. It was retrieved out of the body and another igtcfs-65-jp-jug-tulip was used instead. This second device was advanced by right jugular approach and the filter of it could be placed in the patient successfully. Patient outcome no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Ec method code: 4109 - historical data analysis. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: investigation is based on returned product and information provided. The jugular introducer with loaded filter was returned inside the sheath. Approx. 7mm of the filter legs were outside the sheath, but not expanding due to hardened blood. After release from the introducer/sheath the filter legs were evenly distributed and with diagonals according to specifications and after cleaning the diagonals increased 1-2mm. No imaging was provided and based on the returned product the exact reason, why the filter would not open up cannot be determined. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. It is noted that patient did not experience any adverse effects. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.